Event description:
It was reported that the patient passed away. The patient had received the implantable insulin pump due to hypoglycemia. This patient was enrolled in a study and started the study drug insulin human regular and passed away suddenly approximately three years after the first intake of this study drug. No cause of death was reported. The therapy dates, therapy duration and daily dose of insulin were not known. It was not known if the drug was stopped and if so, whether there was a reaction. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.